Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Investigation conclusion: a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received rationale: no CAPA is required.

Event description:
It was reported that bd luer-lok¿ disposable syringe had scale marking issues. The following information was provided by the initial reporter: material no. 309628, batch 8088606. It was reported the syringe scale was only readable until 0.9 ml. Verbatim: based on the information provided the most appropriate cause code for this event was selected as "syringe printing (readable only till 0.9 ml) was assigned to capture the reported by the complainant mentioned that the syringe scale was only readable until 0.9 ml and she could not use the syringe.